Event description:
It was reported via phone call, that the customer received a button error alarm. It was reported that the insulin pump was exposed to moisture. Customer's blood glucose level at the time 130 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Button error alarm and no button response due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.